Event description:
A report was received that alleges that the tracheostomy tube was found leaking after 3 days in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Performance testing revealed a leak that originated from the inflation line. Upon pressurization of less than 1 psi via air, a leak was noted. The leak site was a damaged area in the line approx 7/8 of an inch from where the inflation line is molded to shaft of the trach tube. Visual examination using 5x to 20x microscopy of the leak area found it to be rough in appearance with a break in the wall for approximately 30 degrees. Entire circumference of the break area shows signs of compression consistent with the tubing having been exposed to an outside force. Unable to determine exactly how customer had handled the device. However, being these are testing 100% at the time of manufacture, it would not have been leaking at the time it was packaged. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. Our quality personnel determined that the device inflation line damage likely occurred as a result of user handling.